Event description:
The reporter stated the surgeon inserted a cc4204bf collamer plate lens but the lens was removed due to it tearing. The lens was removed in pieces and there was no patient injury. The reporter stated when the surgeon drew back on the injector, the foam tip plunger was not attached. The reporter stated the tech may not have loaded the foam tip plunger into the injector correctly. The reporter stated they felt the cause of the lens tear may have been the loading technique. This is one of two lenses the surgeon inserted into this patient - see MFR report # 2023826-2006-00038.